Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code w9468. It was requested to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue while searching for the needle tip? No. What was the size of the needle used? 40mm. Was more than half the needle retained in the patient? No, just the tip. Where is the needle retained; in what structure? The tip broke in the uterus suture, and then the doctor didn't find it. Are there plans in the future to remove the retained needle piece? No, because she didn't find it. Were there any patient consequences? Nothing reported until now. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device being returned for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) and suture was used. The tip of the needle broke during use on the uterus. It was the patient 1st c-section, without fibrosis in the tissue. It was done an x-ray to find the tip of the needle but they didn't find it. The surgery was not delayed and it was completed successfully with another suture.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: is the device being returned for evaluation? Yes. This week or next week, we will ship product to analysis site.